Event description:
Patient called lfs alleging that their fasttake meter would not power on. Senior medical affairs specialist mailed a letter, since the patient could not be reached. Patient described feeling confused and having slurry speech during the time of concern. Patient mentioned that they did not attempt to test while experiencing symptoms. The last test was performed in 2003 and a result of 209 mg/dl was obtained. Patient decided to go to the emergency room due to their high blood glucose symptoms. They were hospitalized for a few days. No test results or treatment information was provided. The customer service representative walked patient through troubleshooting and discovered that the meter would not power on upon insertion of the test strip. However, the meter did power on using the power button. Patient's meter was replaced. Based on insufficient information it is unknown if the meter contributed to an adverse event. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.